Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio2: 7.5, lab: 3.3. Pt stated when he tested, he got 7.5 inr on his meter; he went to the lab same day within a couple of hours and got 3.3 inr with the venous sample. His target range for the meter is 2.0-3.0 inr.